Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 41 mg/dl, and the meter bg reading was 559 mg/dl. Inaccurate cgm readings resulted in the customer experiencing an elevated bg of 559 mg/dl. A manual injection was administered to address elevated bg level. Reportedly, the customer performed calibrations when there was no bg value displayed on the cgm home screen. No additional patient or event information was available. A replacement sensor was sent to the customer.